Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening post deployment and clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted at a2p2 without issue. A second clip delivery system (cds) was advanced and placed lateral on a1p1. Post deployment it was noted the clip settled more than it should have and the clip had some movement on the leaflets. The procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that: the video is short, jumpy, and the angle of the clips relative to the fluoro view make it difficult to assess the state of the clip arms. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip can be made. Based on available information and without the device to analyze, a cause of the reported clip open while locked could not be determined. A cause of the reported partial clip movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.